Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). An evaluation is in process.

Event description:
The customer observed a falsely elevated ca19-9 result for one patient on the architect(B)(4) analyzer. The following data was provided for sid (B)(6): (B)(6) = 6363 u/ml, (B)(6) = 801.8 u/ml, (B)(6) = >1,200 u/ml (auto-dilution 1081.9, 1087.7, manual dilution 708.4 u/ml, abbottlink data 784.0 u/ml). There was no impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, architect ca19-9xr list 02k91-25, that has a similar product distributed in the u.s., list number 2k91-27. An evaluation is in process.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Accuracy testing met all specifications. Complaint information reasonably suggests the assay is performing as intended, and no malfunction of the device occurred. Based on the available information, no product deficiency was identified.